Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon was burned.

Manufacturer narrative:
Alleged failure: serfas wand burned surgeon hand while he was using it the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. Other possibilities could be activation of the probe during insertion or removal from the joint space, inadequate suction causing hot saline to leak from the joint space, fluid irrigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the surgeon was burned.